Event description:
Boston scientific received information that during the implant of this right ventricular (rv) lead, a loss of capture (loc). A perforation and a pericardial effusion occurred during this procedure. The patient was not pacermaker dependent. The lead was repositioned with no additional effects reported.

Manufacturer narrative:
Subsequently, boston scientific received information in (B)(6) 2012 that this local representative contacted boston scientific's technical services (ts) to report that this patient was admitted to the hospital's hospice unit. The tachycardia mode of the device was reprogrammed to off per physician's order. Additional information was received that this patient died three days later on (B)(6) 2012. There were no reports that the use of this lead or the previously reported implant complication caused or contributed to the patient's death.

Manufacturer narrative:
The lead was repositioned and remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.